Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the segment hard to move, ccd module defective, objective lens unit broken. Based on the result, we concluded that ccd module defective was caused due to a physical damage applied; however, other failures are not related to the alleged complaint.